Event description:
During an attempted implant of the subject device, high lead pacing impedance measurements and lack of capture were observed by the physician. Another lead was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusions: the reported high impedance and ventricular capture problems had been caused by a fractured carbon electrode; this fracture was likely the consequence of an accidental impact onto a hard surface. The results of the subject investigation are retained and utilized for trending purposes.